Event description:
The customer reported via phone call that the insulin pump sustained physical damage and experienced keypad issues. The customer stated that there was a crack at the battery compartment that grew over time. She stated that the crack was a result of time and usage. The customer's blood glucose was over 150 mg/dl. The customer also reported that the down arrow button was unresponsive. She stated that she tried to treat, had high blood glucose, and when she tried to bring her blood glucose down, the keypad did not work. She noted that she changed the battery, and it worked. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. Her most recent blood glucose was 145 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, broken off reservoir tube lip and broken battery tube threads.